Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. It was seen that the implantable cardioverter defibrillator was over-sensing due to myopotentials on the right ventricular lead. The patient was seen in clinic and programming changes were made to adjust r wave amplitude on (B)(6) 2020. The patient was reported stable.